Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-00991. It was reported the patient is not receiving effective therapy due to multiple high impedance values. As a result, the leads were explanted.